Event description:
Plaintiff was employed as a registered nurse who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the follwoing symptoms; asthma, respiratory problems, hives, dermatitis, diarrhea, vomitting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress. Plaintiff alleges developing a latex hypersensitivity.